Event description:
It was reported that the patient experienced discomfort with the implanted system. The pulse generator was explanted, and the electrode was capped. There were no additional adverse patient effects.